Manufacturer narrative:
Investigation summary: the customer reported 5 units of the spike set 1000 ml bag presented an unspecified leak. No patient injury was reported. Due diligence was performed with the customer to obtain further information about the complaint despite multiple attempts, the customer did not respond to the questions submitted. A device history record review was unable to be completed as the lot number was not provided. The reported device was not returned for evaluation; however, photographs were provided by the customer. An evaluation of the provided photographs confirmed the reported issue of leak. An investigation has been initiated to determine the root cause of this device failure. The root cause and conclusion of the confirmed device failure will be documented within the investigation. This product issue will continue to be monitored and trended.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reported that 5 units of the spike set 1000 ml bag presented an unspecified leak. A patient was involved but no patient injury or medical intervention was reported. Due diligence was performed with the customer to obtain further information about the complaint despite multiple attempts, the customer did not respond to the questions submitted.